Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic details from a recorded episode of ventricular tachycardia were reported to be missing. Abbott technical support was contacted and confirmed that this was normal device behavior. The device was reprogrammed to resolve the event to resolve the event. The patient was stable and there were no adverse consequences.